Event description:
The patient presented with pain and punctate dehiscence at the incision site over the corner of neurostimulator and near the t-junction from a prior incision for a remote tumor resection treatment included one week of oral antibiotic, a wound revision, then additional antibiotics.

Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.